Manufacturer narrative:
A bci field service engineer (fse) observed leaking around the level sense assembly and probe. The fse replaced the probe, and the issue was resolved. The probe is being returned for investigation. Leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon recurring.

Event description:
A customer contacted beckman coulter inc (bci) in regards to level sense failures on unicel dxc 600i synchron access clinical system. A bci customer technical support (cts) assisted in flushing the probe, but the customer called back later for continuing level sense failures. There was no effect to patient or user.